Event description:
The device is part of the recall population and was reported to have a speaker failure found during self test.

Manufacturer narrative:
(B)(4). Currently pending return for device eval.